Event description:
The customer called to report that he was hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer stated that he was driving home from work, and had an accident as he started to black out. The customer also stated that he had a hypoglycemic scare while he was at work, and passed out. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that he had made changes to the basal rates recently, the weather has been hotter, and his workload has increased. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.